Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection of lead revealed a fracture with multiple broken wire on lead extension body. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on their right extension. Surgical intervention was undertaken on (B)(6) 2021 where the lead was explanted and replaced. The impedances were normal post-operatively.